Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 57 mg/dl. The customer was treated for low glucose with food. The customer experiencing low blood glucose for 30 minutes. The customer also reported via phone call inidcatinh that the insulin pump had threshold suspend. Customer's blood glucose was 66 mg/dl. The customer does not exhibit symptoms of low blood glucose. The customer was advised that the sensor glucose value is 58 and the suspend threshold limit is 60. The customer was also advised the differences between sensor glucose and blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.